Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The pins in the trunk cable connector were bent, and the trunk cable was unable to connect with a monitor. The cause for the failure was the bent pins and the damaged connector. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the incoming functional testing.